Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device rewinds okay.

Event description:
It was reported that the customer's insulin pump was stuck in the rewind loop. It was stated that the device was able to prime, but when the customer pressed the activate button the insulin pump went to rewind again. No further information was provided.